Event description:
A turnpike catheter was used during a patient procedure. Resistance was encountered during the second pass with the turnpike catheter, and the tip of the turnpike catheter separated upon removal. The separated tip was left in the patient and was held in place with a stent. Patient was brought back the next day and the stent was still open.